Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported difficulty actuating the gripper is due to the broken gripper line. A cause for the reported broken gripper line could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. A mitraclip xtw was inserted, and grasping was performed. However, when raising the gripper to grasp the leaflets, it was observed that one gripper was not functioning as intended. Troubleshooting was performed, but the issues continued to occur. Fluoroscopy and a transesophageal echocardiogram (tee) were performed and confirmed that the gripper line was broken. The gripper line was retrieved with the clip still attached. A new mitraclip was inserted and deployed on the mitral valve. The procedure was completed with one clip implanted, reducing the mr to grade of 2. There were no adverse patient effects and no clinically significant delay in the procedure.